Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27. An evaluation is in process.

Event description:
The customer observed multiple falsely elevated or falsely depressed intact parathyroid hormone (pth) results while using architect intact pth reagents. The following data was provided. The customer uses reference range 15 to 68.3 pg/ml for the architect method and 11 to 67 pg/ml for the siemens method. Patient 1 (sid (B)(6)) initial (architect method) 38.3 pg/ml, repeat using siemens method 25 pg/ml. Patient 2 (sid (B)(6)) initial (architect method) 38.4 pg/ml, repeat using siemens method 21 pg/ml. Patient 3 (sid (B)(6)) initial (architect method) 101 pg/ml, repeat using siemens method 73 pg/ml. Patient 4 (sid (B)(6)) initial (architect method) 34.8 pg/ml, repeat using siemens method 68 pg/ml. Patient 5 (sid (B)(6)) initial (architect method) 53.6 pg/ml, repeat using siemens method 36 pg/ml. Patient 6 (sid (B)(6)) initial (architect method) 42.6 pg/ml, repeat using siemens method 26 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument log review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Historical reagent lot performance was evaluated using world wide data from abbott link. Review of field data showed the complaint lot median value was within the range of other lots in the field between september 10, 2017 and march 10, 2018. The evaluation indicated that the patient median result for the complaint lot was within the established control limits and no unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.